Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. It was determined, that there was no deficiency to the roller pump. As it was originally plugged into a port on a defective network interface card (nic) printed circuit board assembly (pcba). If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the network interface card (nic) printed circuit board (pcb) and roller pump due to failure. The unit operated to the manufacturer's specifications. The product surveillance technician (pst) was unable to duplicate the reported complaint. The roller pump was set up and ran for several hours with no reported issues. The unit operated as intended throughout testing. This complaint is related to cr-81438 / medwatch #1828100-2021-00182.

Event description:
Upon receipt of the device, during installation the territory manager reported that the network interface card (nic) was burnt up. There was no patient involvement.

Manufacturer narrative:
Per data log review, on (B)(6) 2021 when the system was powered up, there were four large roller pumps. On that first power up the power manager reported network interface card (nic) one (left) state had changed to connected with fault multiple times. The central control monitor (ccm) sent a specific reset request to large roller pump indicating the pump had a broken indication in the operational status response. The system was powered off at 10:59:34 am and powered up again at 11:04:28 am. On this power up only two large roller pumps were put online. The ccm sent a specific reset request to large roller pump module indicating the pump had a broken indication in the operational status response. The logs indicate two different large roller pumps had some sort of issue causing the ccm to try to reset the pumps. There is no way to tell from the logs what the issue was or what caused it.